Event description:
Additional information received reported that there were no changes that led to the weak stimulation. The stimulation was weak upon arising on (B)(6) 2015. There was no stimulation at all in 5 days. The patient had to turn stimulation control all the way up to get any stimulation at all after (B)(6) 2015. Then it was weak. The patient saw their doctor and manufacturer representative (rep) on (B)(6) 2015. They were unable to obtain any stimulation. The rep noted there was no way to check the stimulator and the doctor did not want to replace the lead to the left leg if it was needed. The patient was waiting to get into a different clinic and had not had effective pain control since (B)(6) 2015. This event will be updated if additional information is received.

Event description:
It was reported that starting the tuesday before this report the patient¿s stimulation felt weak and they had to turn up stimulation in order to feel anything. The next day, they had to turn it up real high and they could not feel stimulation when standing up but they could when they were lying down. The stimulation then quit over the weekend and they had no stimulation sensation. They usually had their settings at 4.4 but they had to increase to 12. They had a lead in each leg- and each leg quit feeling stimulation at different times. In addition, they used a tens unit with a microcurrent for their feet. The patient was not getting any error messages on the transmitter and the receiver was not picking up anything from the transmitter. Their settings at that time were at 12 amp, 60 rate, 450 pulse width. It was noted that there was a fading sensation and the loss of stimulation was a gradual fading. They had received a new antenna back in may. A new transmitter was sent and they had stimulation for a while but then the system had quit and died and was no longer functioning. Additional information obtained reported that the pain medicine was not addressing the pain and had just barely taken the edge off. Their implantable neurostimulator (ins) needed to be replaced and they will be scheduled for an internal battery replacement and possible lead revision if it was determined to be necessary once the incision was open. It was later reported by the patient that they still had concerns with their device or therapy but they were working with their doctor or manufacturer representative and had an appointment on (B)(6) 2015. They report needing surgery to determine the cause of the stimulator shutdown and probable replacement of the device. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 2001, product type: transmitter; product ID 3888-33, lot# v000905, implanted: (B)(6) 2008, product type: lead; product ID 3888-33, lot# j0019919v, implanted: (B)(6) 2001, product type: lead. (B)(4).